Event description:
A power source alert 07 was reported by the caller, involving a failure to charge the pump using a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes, after which the pump started charging.